Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the devices are having trouble picking up on bigger babies. New modules seem to be sensitive to movement and the data drops out resulting in no numbers or pleth on the screen. No consequences or impact to patient.